Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted in order to treat 3rd degree cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and dyspareunia. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01857. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had CT scan of abdomen and pelvis (B)(6) 2012 mild thickening of the urinary bladder wall which is not significantly changed and may represent chronic low-grade cystitis. It was reported that the patient went for routine follow up on (B)(6) 2010 and the patient had pain in the left groin area. Noticed discomfort since bladder sling surgery about a month ago. Patient also said she had pain in her lower back that shoots down to her left foot. Denies any fevers or chills. No weight changes.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01857. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.